Event description:
I had a synvisc injection in my right knee on (B)(6). I had immediate pain right up my right side, from my foot to my back. It is been 2 weeks and the pain seems to be increasing in my back. I was not given any information on side effects before the injection, in fact my dr was very surprised by my reaction. He said never seen that type of reaction. I wish I would have investigated this injections side effects myself.